Event description:
It was reported that the attempted implantable cardioverter defibrillator (ICD) failed to defibrillate the patient due to a high defibrillation threshold. A different ICD was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4296 implantable pacing lead, (B)(6) 2012. (B)(4).